Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous electrolyte results. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the results were amended. Customer reported that electrolyte qc (quality control) and patient results were dropping low. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the sample probe was bent. The fse replaced and aligned the probe.